Event description:
It was reported that the vertical column on the 9800 system does not move up/down well. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced power supply #3 and up/down switches. The system was tested and found to be working as intended and placed back into service.